Event description:
It was reported that the fdx-cg power chair now has a mpj joystick, and the consumer alleged the joystick cut off a few times, the provider states the chair would not duplicate the problem for him and could be user error. Provider stated no property damage or end user injury alleged, provider disconnected ,no further information provided.